Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. The account attributed the low flow alarms to an outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation as the submitted computed tomography (CT) was inconclusive for a potential outflow graft obstruction. Furthermore, a specific cause for the reported obstruction could not be determined. Lastly, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that the patient experienced low flow alarms on the morning on (B)(6) 2021. The patient had mild chest discomfort and shortness of breath. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured low flow hazard alarms starting on (B)(6) 2021, which continued until the end of the file. The pump operated as intended at the set speed. The account later communicated that the cause of the low flow alarms was due to outflow graft obstruction. The patient was also reported to have had acute kidney injury (aki) at the time when the patient received a CT scan. The patient was taken to the catheterization laboratory and stenting of the outflow graft was completed on (B)(6) 2021. The low flows resolved, and it was reported that the patient was doing well. Additional information was later provided stating that the patient ultimately passed away on (B)(6) 2021, related to intercranial hemorrhage. It was reported that it was unknown if the patient¿s outcome was device and/or therapy related. It was reported that the device operated as intended and no autopsy was performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10oct2018. The heartmate 3 lvas instructions for use (IFU) lists stroke and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a low flow alarm on (B)(6) 2021. The flow went from 3.8 to 1.0 instantly. The patient complained of mild chest discomfort and shortness of breath. The mean arterial pressure was 82. The patient was implanted prior to outflow graft clip placement. The clock had not been updated so the low flow alarms occurred at 3:00 not 4:00. The log file review captured multiple strings of low flow alarms on (B)(6) 2021 where the low flow estimator dropped below 2.5 lpm. The pump parameter trending in this set of log files did not appear to be associated with hypovolemia or hypertension. The pump was seeing a reduction in blood volume. The equipment was operating as expected. The cause of the low flow alarms were outflow graft obstructions. The patient was taken to the catheter lab and a stenting of the outflow graft was completed on (B)(6) 2021 and the low flows resolved. The flows were 3.5 to 4.5 lpm. It was reported the patient passed away related to intercranial hemorrhage. It was reported that it was unknown if the patient's outcome was device and/or therapy related as the patient had outflow graft stented on (B)(6) 2021. No autopsy would be performed. The device would not be returned for evaluation.